Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for familial spastic paraparesis and intractable spasticity. The hcp reported that the patient had unspecified symptoms including lethargy for the past few days and acute renal failure so was questioning whether it could be baclofen toxicity. The hcp stated they were not sure at this point if it was pump-related but would like the pump turned off temporarily. The hcp stated patient sees someone at the veterans administration (va) for his pump but no specific provider mentioned.